Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain clarification of the device issue, confirmation of the part order, confirmation of part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the o2 hose was defective. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The customer requested that the remote service engineer (rse) provide replacement part information for the o2 hose. The rse provided the customer with replacement part information.